Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon placed the ceramic liner in the cup and positioned it with the ard's lined up. While impacting the ceramic liner it cracked. The surgeon removed all chipped & broken pieces from the patient. He washed out the hip and proceeded to put in another liner.

Manufacturer narrative:
(B)(4). Conclusion and justification status: the complaint state der states that the surgeon placed the ceramic liner in the cup and positioned it with the ard's lined up. While impacting the ceramic liner it cracked. The surgeon removed all chipped & broken pieces from the patient. He washed out the hip and proceeded to put in another liner. A review of complaint databases and review of manufacturing records did not identify any anomalies. The supplier reviewed the product and manufacturing documents and a report was received stating; the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any preexisting material defect. Primary regular metal transfer cannot be found on the insert. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep (B)(4). Device history lot: 429276. Device history review: (B)(4) was manufactured on 26 jun 2013. (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the surgeon placed the ceramic liner in the cup and positioned it with the ard's lined up. While impacting the ceramic liner it cracked. The surgeon removed all chipped & broken pieces from the patient. He washed out the hip and proceeded to put in another liner. / / investigation method: / / investigation summary: